Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe slip tip with bd precisonglide¿ needle the barrel deformed and the stopper was broken. The following information was provided by the initial reporter: barrel deformed and stopper broken.

Event description:
It was reported that before use of the bd syringe slip tip with bd precisonglide¿ needle the barrel deformed and the stopper was broken. The following information was provided by the initial reporter: barrel deformed and stopper broken.

Manufacturer narrative:
Investigation: photo evaluation: one (1) photo was returned for evaluation. From the photo, observed damaged on the syringe barrel. Sample evaluation: 1 actual sample without package was returned for investigation. The sample was not decontaminated. From the sample, observed damaged on the syringe barrel a probable cause of this defect occurred during transition at the syringe needle assembly process. This issue may have occurred at the no needle eject gate station where the top guide plate adjusted lower to the transaction dial. This caused the product to tilt from the slot pocket which crushed the syringe by the pocket dial and side guide during the outfeed dial process. The technician failed to remove this needle effectively during this stage in the process DHR was performed and no similar defect was found during outgoing or in process inspection along with no quality notification raised in the past 12 months on a similar non-conformance.